Event description:
An ophthalmic assistant reported a patient with an unexpected postoperative refraction. The patient reports blurry near, intermediate and distance vision. The patient had bilateral limbal relaxong incisions but it is unknown whether or not this procedure improved his vision. In a follow-up, the surgeon reports the outcome of event as "excellent".

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/07/2008 and 03/12/2008 by phone, fax and mail. Patient records and a completed questionnaire were received.